Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a pocket that was failed to open. The customer stated that there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-mar-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that there was a failed pocket. A technical support specialist advised the customer to reboot, confirmed the station was working after rebooting and proceeded to close the case as issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.